Event description:
It was reported that: patient had total hip replacement using stryker rejuvenate implant. Eight months post-op and patient is still having aching pain in the posterior anterolateral hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: patient had total hip replacement using stryker rejuvenate implant. Eight months post-op and patient is still having aching pain in the posterior anterolateral hip. Additional information: patient underwent revision surgery on (B)(6) 2014.